Event description:
It was reported that during a lap cholecystectomy procedure, there were jammed clips. The clips could not be closed. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.